Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported motor fault alarming on the vela ventilator. The customer stated the unit was on the patient, the patient was placed on another unit with no harm reported.

Manufacturer narrative:
Result of investigation: failure analysis: received vela power supply assembly. Visually inspected parts. Installed main pcba in known good unit . Events log had one recorded event prior to testing. The main pcba performed according to specifications with no faults. Replaced main pcba with known good pcba. Installed power supply assembly. Power supply performed accordingly and did not induce any power issues or motor faults. Installed investigated main pcba with investigated power supply in known good unit. After running unit for 2 ½ hours, no issues came up, unit performed according to specifications with no faults. Findings/root-cause: reported issue could not be duplicated. All components functioned within specification. No further investigation can be completed.